Event description:
Customer reportedly received results of 352 mg/dl and 152 mg/dl within 10 minutes on the advantage system. No symptoms reported with these results. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.